Manufacturer narrative:
One opened and or used enlite sensor was inspected and tested, which failed per specifications due to low readings. Needle complaint was not confirmed due to customer did not return insertion needle. Skin irritation cannot be repeated or reproduced in lab.

Event description:
Customer reported his sensor readings are inaccurate. He stated last night the sensor readings caused his insulin pump to go into threshold suspend mode, when he was not low. The sensor was reading low, but customer's blood glucose was 218 mg/dl. In the morning, he attempted to calibrate and received a calibration error. He also stated that his insertion site is swollen. Customer was advised of proper sensor calibration and insertion methods. He was advised to change his sensor and monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.